Event description:
Event description guidant received information that the shocking impedance is fluctuating and out-of-range. It was further reported taht the shock morphology was very samll but the auto-scale feature resolved this issue and it is now normal.